Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for investigation. The device was externally visually inspected and no defect was found. Functional testing was performed and the tests failed. The reported event was confirmed. The root cause was determined to be a defective transmitter. The complaint of intermittent out of range could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report intermittent out of range that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.